Manufacturer narrative:
The product has not yet been tested nor examined, as complainant's counsel will not release the product. It appears that the product was used contrary to the labeled instructions and warnings. Upon review of the medical records it was determined that at the time of the incident she was on long-term disability for back problems and was under the influence of several pain relieving and narcotic medications. We believe the product functioned as intended, but user misuse / abuse of the product was the cause of complainant's injuries.

Event description:
The complainant reported lying on a heating pad in bed for back pain for an unspecified period of time when her forearm apparently came into contact with the heating pad and she sustained a burn to her forearm approximately 3 x 2.5 cm. She required medical treatment and eventually a procedure for excision of the burn.